Event description:
It was reported by the affiliate that during a gastrectomy procedure, the device fired unformed staples. Another device was used to complete the procedure. There was no patient consequence.